Event description:
It was reported that the catheter was difficult to inflate during a pretest.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), but was unable to be inflated. Trace amounts of the solution were able to move through the inflation funnel and lumens, but the solution was unable to enter the balloon. The balloon was dissected to find the inflation notch was not perforated. Perforation marks were present, however the hole was completely occluded by silicone flash. This was out of specification, which stated, "inflation lumen notch not to penetrate drainage lumen and must be properly formed.". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to inflate during a pretest.